Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced low blood glucose and the patient¿s daughter asked whether to announce dinner when glucose was low; the agent advised against announcing a meal until glucose was in range. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention with medication. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a medical device problem and the device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.